Event description:
It was reported that, during a replacement of the flowonix pump, the surgery was aborted shortly after the incision due to unforeseen circumstances. A phone call was made to manufacturer representative (rep) to clarify the previously reported complications. Rep stated again that the complications were totally unrelated to the (B)(6) device, as the existing pump was a flowonix pump and the (B)(6) pump had not yet been implanted. Rep stated he was hesitant to further explain the complications, as he did not want to give inaccurate information due to his lack of clinical knowledge. Rep did state that, in regards to the complication, ¿things went bad¿. The physician made an incision and ¿possibly cut the bowel¿. Rep did not provide any additional information. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).